Event description:
The caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the charging cable was plugged into a wall adapter, and cts will send a replacement tandem charging cable.